Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Customer had elevated blood glucose levels in the 300 mg/dl range, and large ketones. Manual injections were delivered to stabilize blood glucose levels. Contact indicated they have back up manual injections for continued insulin therapy.